Event description:
Spontaneous call pump error on screen showing 1871. Unable to troubleshoot. No injury to pt. Pt has back up. With return pump that has malfunction. We will send replacement. Did the reported product fault occur while in use? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.